Manufacturer narrative:
(B)(4). The customer has discarded the sample. The lot number was not identified; therefore, lot history record review could not be performed.

Event description:
The user reported that an infusion was started with the roller clamp to the bag opened and the air filter on top of the burette closed. During the infusion, they noted that fluid was overflowing out of the air filter. No patent harm reported. No additional info was available.